Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Under visual and microscopic inspection, the device returned was observed to have distal tip detached, and it was observed that the wire kinked at the distal section. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages or issues were observed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that guidewire tip detachment occurred. The patient presented with peripheral arterial disease and underwent leg angioplasty. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 300cm angled tip v-14 control wire was advanced. However, while crossing the lesion, the tip of the wire broke off in the distal tibia. Another guidewire was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that guidewire tip detachment occurred. The patient presented with peripheral arterial disease and underwent leg angioplasty. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 300cm angled tip v-14 control wire was advanced. However, while crossing the lesion, the tip of the wire broke off in the distal tibia. Another guidewire was used to complete the procedure. No patient complications were reported.